Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date 09/2018).

Event description:
It was reported that approximately a year and a half post port system placement, the patient allegedly developed bacteremia. It was further reported that antibiotic locks have been performed and the patient's blood count allegedly improves. However, when the port is accessed and flushed, the patient experiences fever, increased pulse rate, and chills. The current status of the patient is unknown.